Event description:
Account reports one incident in which during the removal of a needle lock device, the injection site separated. Reporter stated the "fluid poured out of the injection site", however, there was no negative outcome to the pt.